Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged that his pump can't turn on, there's a critical pump error (open book image) alarm and the pump had a cracked on the back side. Device power up after the battery insertion. After battery insertion the pump had critical pump error (open book image) alarm. The crest software download was utilized and successful. The thus history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Powered the insulin pump on using the aa 1.5v battery and continue bootloader traces download using xtest rf, crest and thus. Bootloader traces using xtest rf, crest and thus was successful. Per r&d engineer freger, mark <mark.freger@medtronic.com>, the xtest bootloader traces do not provide the additional information. Device received with cracked case at the battery tube side and broken battery tube threads. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the electronic assembly, motor and force sensor had moisture damage. Critical pump error (open book image) alarm and unable to download was confirmed due to moisture damage on the electronic assembly. Cosmetic damage (cracked case at the battery tube side and broken battery tube threads) was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.